Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the (B)(6) market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
The event occurred in slovakia. It was reported that broken tube connected to a three-way tap for sampling. No additional information was received. New information received on 2026-04-08 that the fault was recognized during ECMO startup. The hls set was not replaced, but the damaged tube was replaced. Following patient information was shared: 31-year-old female with 50kg. Due to the broken tube, there was a leakage. The provided video evidence shows a leakage on the venous sampling luer lock connector. As a leakage during treatment can cause high blood loss and represents a risk for the patient, a report is required. (B)(4).